Manufacturer narrative:
Patient date of birth, gender and weight are not available for reporting. (B)(4) lot # unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in(B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent c5/6/7 acdf procedure. During the procedure, it was noticed that a screw from one of the retainer arms was missing from the loan prodisc c vivo set. This missing screw was detected during the case and the screw was not found. The patient had an x-ray and the screw was not in the patient according to the surgeon. The assistant stabilized the retainer arm using his hand throughout the procedure. No additional patient harm was reported. There was no delay in surgery as a result of this incident and the surgery was completed as planned. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).